Event description:
On (B)(6) 2022, it was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2022 due to ¿her heart problems.¿ follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2022 for cardiac related issues (specifics not provided) unrelated to ccpd therapy or any fresenius device(s) and/or product(s). The patient remains hospitalized and is continuing ccpd therapy utilizing an unknown hospital cycler. The pdrn reported she was uncertain if the patient had begun ccpd therapy prior to being hospitalized, however the patient will resume utilizing the same liberty select cycler following discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: based on the available information, the patient¿s liberty select cycler is disassociated from the event(s). There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation. Therefore, the completion of a clinical investigation is not required at this time.

Event description:
On (B)(6) 2022, it was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2022 due to ¿her heart problems.¿ follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2022 for cardiac related issues (specifics not provided) unrelated to ccpd therapy or any fresenius device(s) and/or product(s). The patient remains hospitalized and is continuing ccpd therapy utilizing an unknown hospital cycler. The pdrn reported she was uncertain if the patient had begun ccpd therapy prior to being hospitalized, however the patient will resume utilizing the same liberty select cycler following discharge.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.